Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with: left lumbar radiculopathy; l2-3 stenosis secondary to l2-3 disc protrusion, l2 and l3 retrolisthesis, as well as l2-3 facet ligamentous hypertrophy; status post l3-4, l4-5, and l5-s1 fusion in the past. Junctional syndrome, l2-3. He underwent the following procedures: bilateral l2-3 decompressive laminectomy, total left l2-3 facetectomy, partial right l2-3 facetectomy, decompression of the spinal cord and nerve roots, decompression of the left and right l2 and left and right l3 nerve roots and thecal sac, excision of protruding disk, and radical l2-3 diskectomy; transforaminal lumbar interbody fusion, l2-3, with autograft bone, using posterior element of bone, which is carefully prepared, layered with an rhbmp-2 sponge; placement of peek interbody fusion cage, l2-3 (a 9 mm x 27 mm crescent-shaped peek cage was used); lateral gutter fusion, l2-3 bilaterally, with a combination of autograft posterior element of bone, cancellous allograft chips, and rhbmp-2/acs; posterior instrumentation of the lumbar spine, l2-3, with quantum pedicle screws and rods; preparation of posterior element of bone for use in lumbar fusion; bone marrow harvest, left iliac crest; fluoroscopic localization and guidance; intraoperative neurophysiologic monitoring. As per op-notes, ¿trials were then used to determine the correct cage size, a 9 mm x 27 mm crescent-shaped pioneer peek cage was chosen, the center of the cage filled with a combination of autograft bone from the posterior elements, which had been carefully prepared and layered with small pieces of an rhbmp-2/acs sponge. The cage was then placed into the l2-3 disk space and carefully rotated into the transverse position along the anterior aspect of the disk space. Excellent positioning was confirmed with fluoroscopic localization and guidance. More cancellous bone from the posterior elements, which had been carefully prepared, was then packed dorsal to the cage, thus filling the entire l2-3 disk space with bone. The right sided lateral recess at l2-3 was decompressed with decompression of the right l2 and right l3 nerve roots. Excellent decompression of all neural elements was achieved.¿ the patient tolerated the procedure well without any intraoperative complications.